Event description:
It was reported that there was no fluoro image on the 9800 system. This error happened during a case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ccd camera. The system was tested and found to be working as intended and placed back into service.